Event description:
It was reported that the pt experienced hypoglycemia requiring the administration of glucagon.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump history indicated that multiple prime operations were completed prior to the hypoglycemic event. The pt reported that she disconnected from the infusion set during the prime step. The pt also reported that when she reconnected to the infusion set she completed a fill cannula operation after each prime, therefore, administering excess insulin.